Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 144 mg/dl. The customer stated the buttons were goofy, couples of times they don't respond. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 144 mg/dl. The customer stated buttons are still working but slow to respond, a couple of times they don't respond. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. No unexpected audio, beep or buzzing anomalies were noted. The insulin pump has cracked case at the display window corners, cracked reservoir tube lip, minor scratched lcd window and stained end cap sticker.